Manufacturer narrative:
Customer has their own service technicians who repair stryker product, therefore the unit was not and will not be evaluated by a stryker representative.

Event description:
It was reported that the head end will not go down. No adverse consequences were alleged.